Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 600 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify the insulin exits the tubing. The customer stated the insulin did not exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer could get insulin to exit with plunger push. The customer was unable to finish troubleshooting due to call being disconnected and tried call back but no answer and left message.